Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When chewing the user experiences intermittencies with the device . The device also shuts on and off when pressure is placed on the implant. Re-implantation is planned.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the patient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. The problems given in the patient report seem to be congruent with the damage found. This is a final report.

Event description:
When chewing the user experiences intermittencies with the device. The device also shuts on and off when pressure is placed on the implant. The recipient has been re-implanted.